Event description:
It was reported that 2 devices were used during an unknown procedure. It was reported by the affiliate that the er320 instrument jaws broke during the procedure. There was no consequence to the pt.